Event description:
Report rec'd from (B)(6) stating service as needed. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. (B)(4) evaluated the device, and the device exhibited evidence of improper cleaning and immersion. The motor also exhibited white detergent residue on internal components, and had damage to the motor and flex circuits that indicated the device had been immersed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).